Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: on (B)(6) 2026, primary tubing for chemo leaked during infusion causing chemo spill of oxaliplatin. Pt was still able to complete drug per pharm. Asses. New primary tubing primed. Tubing given to pharm for evaluation. Unfortunately, packaging discarded.